Event description:
A report was received that the patient underwent a pocket revision after experiencing pain at the pocket site. The ipg was revised to a different location. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Device remains in patient. This is a final report.